Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that piece missing on the lip ring of reservoir compartment. Customer advised to discontinue use of insulin pump and revert to back up plan. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump received with broken reservoir tube lip. The test infusion set and reservoir does lock into place.